Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 mr balloon catheter. The device was visually and microscopically examined. At 78.1cm from the strain relief the hypotube was separated. The separated ends were ovaled in shape indicating the device was kinked prior to separation. The hypotube of the device has numerous kinks. There was contrast in the inflation lumen and the balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported break as there was separation to the device. The device also had numerous kinks to the device.

Event description:
It was reported that shaft break occurred. A 2.00mm x 20mm maverick 2 balloon catheter was advanced into the guide catheter. While the maverick 2 balloon catheter was inside the guide catheter, the shaft cracked then broke. Both the maverick 2 balloon catheter and guide catheter were pulled out together. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that shaft break occurred. A 2.00mm x 20mm maverick 2 balloon catheter was advanced into the guide catheter. While the maverick 2 balloon catheter was inside the guide catheter, the shaft cracked then broke. Both the maverick 2 balloon catheter and guide catheter were pulled out together. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.